Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive microbial contamination. The scope was sampled three times. During the first sampling, the scope tested positive for > 100 colony forming units (cfus) of klebsiella pneumoniae. During the second sampling, the scope tested positive for 10 cfus of unspecified bacillus species. During the third sampling, the scope tested positive for 10 cfus of acinetobacter lwoffii. The issue was found during routine (every three months) surveillance culture of the scope prior to use for an endoscopy procedure. All channels were tested. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. The customer has confirmed that the cleaning sterilization and disinfection (cds) processes performed at the user facility was in line with the instructions for use (IFU). Selected inadvertently. This information is unknown given the device has not been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to h3, the subject device was not returned and therefore could not be evaluated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.